Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely impacted by patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a clinical trial patient with a pericardial aortic valve experienced complete heart block post-procedure and was treated with a temporary pacemaker and then a permanent pacemaker. The complete heart block was noted to be resolved on pod #4. Per the medical records, the patient tolerated the aortic valve replacement procedure well without any intraoperative complications. The patient was noted to be in complete heart block with heart rate in the low 30s and pacer-dependent. He ultimately required a permanent pacemaker placement on pod #4. Post procedure, the patient remained hemodynamically stable. The patient was discharged home with home health care on pod #8 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.